Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after percutaneous coronary intervention, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, the proglide device could not be used. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. It was not specified if the operator was trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was confirmed. Dried blood and calcification was observed at the needle slots indicating the device was introduced into the patient anatomy. Dried blood was not observed within the tube of the marker lumen consistent with luminal blood marking not being achieved due to the device not being fully inserted into the vessel. In addition, the proximal-end of the guide tube was bent. There was calcification observed on the returned device which could have caused resistance during device insertion into the vessel. It should be noted that under the special patient populations section of the instructions for use (IFU) it states that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Additionally, the IFU indicates that inserting the device at an angle greater than 45-degrees or applying excessive downward pressure to the device during device insertion could damage the guide tube as detected. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.